Manufacturer narrative:
The insulin pump passed the rewind, current test, unexpected error, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no audio/beep anomaly and no missing segments/partial display during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call beep anomaly and partial display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for partial display was performed. Customer advised there was a blank line that went through the center of the display screen. Troubleshooting for beep anomaly was performed. Customer advised the device would not make any sound during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.